Event description:
It was reported during a left atrial ablation procedure using a therapy cool path duo ablation catheter, the irrigation port became detached. The physician was applying rf when a temperature increase and a power decrease were noted. At this time, the physician noted that the irrigation port was detached from the proximal edge of the catheter handle. The catheter was exchanged and the procedure was completed with no consequences to the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from the review, a supplemental med watch will be filed.